Manufacturer narrative:
Updated to reflect the information received on 2018-dec-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study on 2018-dec-20. It was reported that, as from (B)(6) 2018 to (B)(6) 2018, the patient was receiving 500 mcg/ml of fentanyl at 75.03257 mcg/day at a simple continuous rate. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated during office visit on (B)(6) 2018 medication was unable to be withdrawn from the pump after multiple attempts, position, and equipment changes. The outcome of the event was noted as ongoing. On (B)(6) 2018 intrathecal opioids were not resumed due to concern regarding pump functionality. Therapy was suspended for the entire system on (B)(6) 2019. On 2019-jan-22 they were interested in restarting pump and will follow-up for a pump replacement. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2019. It was noted a new pump was placed on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the pump was explanted with replacement on (B)(6) 2019 (please note: this conflicts with the previously reported information that that pump was replaced on (B)(6) 2019.) Further information received from another healthcare professional indicated that the date of replacement was unknown as the procedure was not done by the physician. It was noted that the patient had changed physicians. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated the pump was replaced on (B)(6) 2019 and the rep was sending the pump in question back for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl (500mcg/ml at 60.06mcg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient was in for a refill on (B)(6) 2018 and the expected reservoir volume was 9.3ml and the hcp aspirated 0. The hcp tried multiple times to aspirate from the pump and decided to fill the pump with 20ml of saline. The hcp was able to aspirate the 20ml and refill the patient with 20ml. The patient had had 4 refills since the pump was implanted and none of them had been remarkable. All the programming was correct. The patient had no overdose experience, but complained for increased pain 2 weeks prior to (B)(6) 2018, but had since resolved. The patient was not taking any oral pain medication. The hcp noticed a small bruise over the pump site and would be doing drug screening. The patient complained of a small amount of fluid around the pump on (B)(6) 2018 and stated she had abdominal pain in (B)(6) 2018. The hcp would be bringing the patient back for volume discrepancy check in the next month. There were no further complications reported at this time.

Manufacturer narrative:
The pump was returned, and analysis found significant damage to reservoir septum while implanted and septum was not leaking. All previously reported, method, result, and conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2018-oct-23. It was reported that on (B)(6) 2018 the hcp was unable to withdraw medication from the pump after attempts to correct placement of the needle inside the reservoir. The patient denied trying to access the pump on (B)(6) 2018 and 20ml of normal saline (ns) were placed into the pump in case of pump dysfunction. 20ml of ns were withdrawn to confirm no obstruction of tubing and reservoir, then 20ml of ns were injected into the pump. No alarms were heard by the patient and no fluid accumulated in the pump (note: this conflicts with the previous report that the patient complained of a small amount of fluid around the pump on (B)(6) 2018). No tenderness or manifestations of infection were reported and no symptoms were reported suggestive of withdrawal, overdose, or post-dural puncture headache (pdph). Ultrasound (us) confirmed the pump was not flipped, and x-ray showed the catheter was not dislodged. Drug screen was negative/below detection for opioids, cannabinoids, benzodiazepines, and drugs of abuse. The device diagnosis was 'unable to enter/withdraw from catheter access port' and it was indicated the event was ongoing. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. Additional information received from a healthcare provider via a clinical study reported the patient was receiving dilaudid (3.0 mg/ml at 0.5004 mg/day) via an implantable pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 09-apr-2019 from a healthcare professional (hcp) who reported that the patient had fallen twice in (B)(6) 2018 after they had put saline in the pump, so the physician refused to put medication in the pump. The patient had multiple broken bones after the fall, so the physician would not fill it. The patient was now planning to have their pump explanted on (B)(6) 2019. No further complications were reported/anticipated.